Event description:
It was reported that the customer was hospitalized for low blood glucose levels after experiencing high blood glucose levels the day prior. Troubleshooting was performed, and the insulin pump was programmed correctly. Found that the customer had made several changes to the bolus wizard and basal rates prior to the event, which may have contributed to the high and low blood glucose levels. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.